Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine had random rebooting and cannot remove medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) and section e initial reporter city. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was randomly rebooting and could not access the machine. A technical support specialist (tss) found that issue was with drive space 9/23 and resolved by remote monitoring team. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine had random rebooting and cannot remove medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.